Event description:
It was reported that after the patient had coronary bypass surgery the atrial lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.